Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had experienced high blood glucose levels. Blood glucose level at the time of incident was 498 mg/dl and the current blood glucose level was 115 mg/dl. Customer treated hyperglycemia with manual injections. It was unknown that whether customer was using the auto-mode feature. The troubleshooting was performed. The insulin pump will not be returned for analysis.